Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump was making a non stop beeping noise and when she pressed a button it had an auto off. Customer stated that they had high blood glucose readings all week. Customer also mentioned having low blood glucose readings due to her over medicating. Customer stated that her blood glucose readings reached 301 mg/dl one day. No further information reported.